Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a radical prostatectomy where a reservoir was connected to a drain. After the procedure, the reservoir could not be locked in the ward. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/21/2018. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Evaluation: broken plate: sample was evaluated, and locking mechanism was broken. When the locking mechanism is broken,plate remains open and not possible to assemble a sample with a broken locking mechanism at the manufacturing line. Therefore, other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor. Based on the present analysis, it is determined that it is not related to flex manufacturing process and other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the flex control.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 9/8/2020.